Event description:
It was reported the pt experienced intermittent stimulation and a loss of therapeutic effect for about 2 weeks. While stimulation was turned on, the pt felt no stimulation sensation except for an occasional surge. The pt indicated there was no known accident or incident related to this event. The pt was at the hcp clinic. Impedance readings were >3600 ohms on all bipolar combinations. No further outcome was reported. A f/u report will be submitted if add'l info becomes available.